Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient ID: (B)(6). Additional device product codes are gff, gfa and hsz.. UDI# (B)(4) lot number unknown. Implant and explant dates: device is an instrument and is not implanted/explanted. The subject device is not expected to be returned to the synthes manufacturer for evaluation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2015, the surgeon was performing a distal tibia fixation procedure in three planes and the 2.0mm drill bit used to drill through a hole in a 2.7mm plate broke at mid shaft level. There were numerous synthes screws from posterior and medial fixation and the drill bit interfered with some of the previous fixation. The fluted portion of the drill bit was not retrievable and was left embedded in the patient; additional medical intervention was not required. A short 2.7mm x 22mm variable angle (va) locking screw was inserted up the level of the broken drill bit. The procedure continued without further incident. Patient outcome is reported to be as expected. There was a one (1) minute surgical delay. The procedure was completed successfully. This report is 1of 1 for (B)(4).